Event description:
A talent stent graft system was implanted in a patient for the treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the patient experienced some paralysis after the stents were put in. No additional information has been received.

Manufacturer narrative:
(B)(4). Results: paralysis. Cause is unknown. Conclusions: cause is unknown.